Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occured. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 300-320 mg/dl.